Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Patient complaining of post inflammatory ulcers on left axilla arm post tx. On (B)(6) 2025 see update: ulcerative lesion was observed. Surgical debridement was conducted, followed by saline irrigation and protection with appropriate dressing. The patient condition has improved and this will not be reported to regulatory authorities.